Event description:
It was reported that with regards to an ICU tubing, a large precipitate was seen and the infusion stopped before reaching the patient. This happened again on the same patient.  On this second occurrence, levofloxacin was administered, flushed appropriately, fluids heplocked, micafungin given at noon, flushed appropriately, fluids heplocked, then the precipitate was noticed as the levofloxacin began infusing. There was patient involvement and there was no adverse event, there was delay in therapy due to getting a new pump, new medication and new tubing.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. No device or device photo was returned for investigation. Due to this, no root cause was determined. No lot received for a DHR review